Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior fixation. After the setscrews were tightened down and broken off, the rod was still able to move/slip within the bone screws. The surgeon had to use additional instruments to tighten down the setscrews further. No patient complications were reported.